Event description:
It was reported that the right atrial (ra) lead was experiencing undersensing. The ventricular sensing episodes did not have any atrial markers. Programming was discussed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received. Analysis of the device memory indicated atrial undersensing information. Episode 780 suggests possible atrial undersensing.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: dtba2d1 implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013; 4296 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).